Manufacturer narrative:
This event has been documented as part of a clinical study. Device not returned. Device is still implanted in pt and therefore, it is not available for evaluation. No evaluation will be performed. Should device become available with additional info a supplemental report will be issued.

Event description:
It was reported via case report form as a complication for scorpio+ps mbk ide study. Event described as "pes anserinus bursitis." Circumstances surrounding onset of complication described as "anterior knee pain." Event reported as uncertain regarding relation to device, and moderate in severity. Treated with physical therapy on (B)(6) 2008, and unresolved as of (B)(6) 2008.